Event description:
Additional information was received from the patient reporting that they have been dealing with the pump being hacked for years, since 2017. The patient stated "they" would increase or decrease the pump and sometimes the pump would beep. The patient kept referring to a "they" and how they are hacking the pump and were telling the patient to not tell anyone about it or they would go after the patient or kill the patient. Agent reviewed telemetry functionality between pump and clinician/patient programmer. Agent redirected to the patient's healthcare provider. Additional information was received from the patient stating he moved to another state to see if this would change and it did not make a difference. The patient stated he last met with the company representative. The patient also mentioned his pump was beeping. The patient stated they wake up with migraines and nauseous. The patient stated they tell the patient they own him and have control over life. The patient stated everything he has he shuts off because of these hackers. The patient stated he has been afraid for his life and will have to talk to the fbi. The patient stated took two years to start beeping and doing same thing as previous pump. Patient was redirected to healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)regarding a patient who was receiving morphine, 20mg/ml at an unknown dose via an implantable pump for non-malignant pain. It was reported that there was multiple motor stalls and recoveries from (B)(6) 2022 to (B)(6) 2022. The motor stall that occurred on 2022-oct-20 recovered on the same day. The patient had their pump replaced recently for the same reason {refer to manufacturing report #3004209178-2022-10476 for multiple motor stalls with the previous pump leading to replacement}. Technical services discussed environmental concerns/changes-e.g. Interactions with magnets. The hcp mentioned that the patient has an iphone 12/13 but there aren't any other known encounters with magnet's. The hcp said that the patient might have munchausen and it was possible that the patient may be causing the issue but it was unknown. The issue was not resolved through troubleshooting. The caller was redirected to pump managing physician. The hcp mentioned that clonidine was previously in the pump in conjunction with morphine but was recently removed. The patient did not have any symptoms or complications and would follow up with their hcp.